Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) discovered a faulty helium tank.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and reported that helium tanks was replaced. Additional information was requested, however no further details are provided, if any information is received in the future, a supplemental report will be submitted.